Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose at time of incident was 150 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did alarm no delivery with manual prime. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.